Event description:
Related manufacturer reference number: 2017865-2021-17426, related manufacturer reference number: 2017865-2021-17427, related manufacturer reference number: 2017865-2021-17428. It was reported that the patient presented for a wound check appointment in clinic. It was observed that the device pocket had opened and there was a wound infection. The patient was treated with antibiotics, and then the implantable cardioverter defibrillator and the three leads were explanted. A yellow substance was seen on the explanted leads. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received notes that the explanted implantable cardioverter defibrillator (ICD) system will not be returning for analysis.